Event description:
Patient called to state his curlin pump had an error message of system time out, which means it needs to be serviced due to internal lithium battery. Patent was not able to do his infusion. We are sending out a new curlin pump. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number - (B)(6). No further details were provided by the patient at the time of this report. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; did we replace device? Yes.